Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope port connection fell out. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct the following fields: h3 and h6 investigation findings. D9 was selected inadvertently and should be blank.

Manufacturer narrative:
Being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress at attaching the accessories or handling may have led to the malfunction. Olympus will continue to monitor field performance for this device.